Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7071306.

Event description:
It was reported that the patient developed an infection and was allergic to the ipg materials. The patient underwent an explant procedure and the explanted device components were not returned.